Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced device migration; subsequently the patient underwent a procedure (date not reported) to have the device repositioned. The implanted device remains.